Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the edge of the seat is cracked, and pinched the end user, but no injury alleged.